Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event of not delivering tidal volume could not be duplicated. Pre-use check successfully passed multiple times. The ventilator passed all performance and safety tests according to specifications and was cleared for clinical use. Provided ventilator logs were reviewed. Ventilation mode was set to volume control. On the reported event date, alarms for airway pressure high and high continuous pressure were generated as well as alarms for expiratory minute volume low. Airway pressure high and expiratory minute volume low alarms indicate that ventilation was ongoing but with higher airway pressure than intended. The airway pressure high alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. The expiratory minute volume low alarm is generated when the measured expiratory minute volume is lower than the by the user set lower expiratory minute volume alarm limit. In case of a high continuous pressure alarm, the safety valve is opened for five seconds in order to reduce the airway pressure. The high airway pressure alarm and the termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. Information concerning what type of patient breathing circuit or filter that was in use at the time of event was not provided. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not deliver tidal volume. The patient desaturated to approx 60% and was bagged until a new ventilator was connected and then the patient's saturation improved. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).